Event description:
During cardiopulmonary bypass, the arterial line became disconnected at the manual connection site, even though the site was banded. Approximately 200 cc of oxygenator pump blood was noted on floor, corrective measures were taken and bypass was reestablished. The tubing is too slick making connection unsafe.